Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On 02/24/2024, it was reported that the patient was doing chores and later was found by the spouse passed out. The patient stated that she was not sure if the egv was correct, but she remember not getting an alert from dexcom. Emts were called and the patient was sent to the hospital. The patient's bg when she was already at the hospital was 27 mg/dl. She did not know what the egv was at that time. The patient was unsure of treatment for hypoglycemia, but it was most likely glucose tablets. The patient was hospitalized on february 24 and got discharged (B)(6), at the time of the report, the patient's unspecified current reading was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.